Event description:
Terumo medical corporation received the following reported information: post balloon case (rca intervention), the wire was pulled out; however, it became stuck on the stent. The doctor continued to pull on the wire and the tip broke off inside the patient. The tip was not removed; it was tacked down with a stent. The procedure was completed successfully, and no blood loss was reported. The patient was stable.